Event description:
It was reported that during routine check and start-up of the cardiosave intra-aortic balloon pump (iabp), the iabp generated a continuous alarm and nothing was on the display screen. The reported issue was noted to be intermittent, and that the iabp unit has not been functional for a long period of time. There was no patient involved, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to duplicate the reported issue. The fse replaced the coiled cord, but not the internal mating cables, along with the executive processor board and the pim assembly. After replacement of these parts, the fault codes were not reproducible when tested with a user interface (display) from a working unit over 7 days, 24hrs per day. However, when using the original user interface, the fse was able to reproduce the fault codes and after further troubleshooting, the video generator board was replaced and long-term testing using the trainer for 8 days was performed, and no fault codes were again reproduced. All functional and safety tests were performed and passed to factory specifications, and the unit is now ready to be returned to the customer for clinical use. Updated fields: a1, a3, b4, b5, g4, g7, h2, h6 (patient codes, evaluation method, results and conclusion codes), h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a continuous alarm and nothing was on the display screen. The reported issue was noted to be intermittent, and that the iabp unit has not been functional for a long period of time. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a continuous alarm and nothing was on the display screen. The reported issue was noted to be intermittent, and that the iabp unit has not been functional for a long period of time. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.